Event description:
A hemodialysis user facility has reported that a crack in dialyzer was noticed while pt on machine and dialysate was leaking from the crack. The dialysis machine did not alarm. The pt's blood was not reinfused and the estimated blood loss was 300 cc's. A new system was strung and dialysis was completed. There were no other ill effects suffered by the pt. There is a companion sample available for eval.